Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was transported to (B)(6) by ambulance. The request was for a dislocation, but when x-rays were taken, the bipolar was dislocated from the head. The patient was manually repositioned under anesthesia, and the manual repositioning was successful. However, he was concerned about the fixation, so a revision operation was performed. The bipolar was deployed and appeared to be in place, but when the bipolar was pulled by hand, the bipolar was easily dislodged from the head. There was no soft tissue interposition in the bipolar and no apparent damage to the bipolar. However, the bipolar was pulled off so easily by hand that it became the subject of an investigation. Doctor's finding: the fixation force was such that it could be easily pulled out by hand. There was no evidence of soft tissue intervening in the inner ring of the bipolar, so it is unclear why it came off so easily. However, there was too much uncertainty about the fixation force. They cannot help but suspect that there may have been some kind of defect in the implant itself. Reporting party's findings and response: the implant seemed to come off easily when the doctor pulled it by hand. There was no soft tissue intervention, and the damage was not apparent at first glance. Considering the fact that the dislocation had already occurred when the patient was rushed to the emergency room, rather than having occurred as a result of an attempt to manually adjust the dislocation, they cannot help but suspect that the implant was defective. Japan (B)(4).